Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during a surgical procedure there was no irrigation when the phacoemulsification (phaco) handpiece was inserted into the eye, the patient experienced a corneal wound burn. Additional information indicated the handpiece was exchanged and the irrigation worked fine. The wound did not seal with stromal hydration and two sutures were required to close the corneal wound. The patient has corneal haze at the incision site and will require follow up visits. Additional information was requested and received.

Manufacturer narrative:
The company representative examined the system and found no issues that would have contributed to the reported event. The phaco handpiece was not returned for functional testing. With no additional, related information provided, the customer reported events could not be confirmed. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The manufacturer internal reference number is: (B)(4).